Event description:
It was reported that the patient presented to a routine generator change procedure. During the explant procedure, the physician had difficulty removing the leads from the pacemaker's header. In the process, the header fell apart from the device can. The device was explanted, and a new one was implanted successfully. The patient was recovering.

Manufacturer narrative:
The reported event of difficulty to remove the ra and rv leads from the header was confirmed. Analysis revealed there was blood accumulation in both connector ports. The blood had a bonding effect between the inside of the connector ports and the silicone lead body surfaces. The lead pins were also being held in place by the blood and made it difficult to remove the leads. No device anomalies were found. The cause of the reported event was due to the blood on the proximal ends of the leads that was not removed before inserting the leads into the connectors at time of implant.